Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 01-nov-2015, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 27-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that electrodes 0, 4, 5 were showing do not use. An impedance check found they were 40000 ohms and the implant was "overdischarged." The leads were connected to a new implant and were going to be programmed for optimal coverage with viable electrodes. Reprogramming was successful and the issue was resolved at the time of the report.